Event description:
It was reported that the right ventricular lead exhibited noise episodes. The patient was brought in clinic and isometric exercises were done, but the noise was not reproducible. No intervention was performed. The patient was stable throughout and will continue to be monitored.